Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding no eol alert. The allegation was not confirmed. The root cause could not be determined. The reported issue of no end of life alerts is reportable as of (B)(6) 2019 based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-66477 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.